Event description:
A report was received that a pt's precision system was explanted due to an infection in the occipital region. The pt's symptoms included pus. The physician does not believe the infection was device related. The pt was treated with oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn because they were kept by the medical facility. A review of the manufacturing documentation of the device involved in the complaint found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records found them to be satisfactory. This is the final report.